Manufacturer narrative:
The device listed is not a finished medical device by bd and therefore should not have been reported. MFR# 9616066-2020-20074 is cancelled and void as a result.

Event description:
It was reported that microset,pca, all blue had air in line on 2 occasions. The following information was provided by the initial reporter: I have two giving sets which are allowing air into the line through faulty valves. I have the giving sets and syringe with me, including lot numbers and a video showing the problem.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the customer provided lot # 12831418. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that microset, pca, all blue had air in line on 2 occasions. The following information was provided by the initial reporter: I have two giving sets which are allowing air into the line through faulty valves. I have the giving sets and syringe with me, including lot numbers and a video showing the problem.